Event description:
It was reported that during a da vinci-assisted surgical procedure, the maryland bipolar forceps broke during use, making it impossible to continue its use. The instrument had two recorded uses. It was necessary to replace the forceps to continue the procedure. The procedure was completed with no reported injury. Intuitive surgical inc. (Isi) followed up with the site and obtained the following additional information: there was a broken steel cable. The instrument did not respond to the surgeon¿s commands; upon inspection of the forceps, a broken steel cable was observed. The forceps were replaced with the same model, causing no problems for the patient and requiring no conversion of the procedure.

Manufacturer narrative:
Images were provided for review confirming instrument ID via housing and showing a broken cable at the distal end. The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.